Manufacturer narrative:
(B)(4). The customer returned a hemodialysis catheter in three pieces. The connector assembly appears to be worn. When a functional test was performed a 0.5cm crack was found in the arterial extension line tubing, 2cm below the luer. The three pieces of the catheter body were measured to be 10.1cm, 8.2cm, and 15.4cm, totaling to 33.7cm. Based on the reference dimension for overall catheter body length, it was determined that the entire catheter was not returned. The clamps of the extension lines were moved to the juncture hub end of the connector assembly and closed. Water was then passed into the extension lines and a leak was found in the arterial line tubing. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged in the kit suggest that the catheter and extension lines be examined before and after treatment for any signs of damage. The IFU also suggest that the tubing not be clamped repeatedly in the same place, as doing so will cause it to weaken. The complaint of catheter leaking was confirmed as a leak was found in the arterial extension line tubing. Base on the information provided and the state of the received sample the probable cause of this issue was determined to be operational context.

Event description:
The customer alleges that the catheter was installed and after two weeks it appeared to leak due to a rupture in the catheter at the extension connection level. Since it had been blocked before, the physician put another cannon extension instead, which he used from another equipment. Later, a grater leakage appeared due to the extension disruption and the dialysis was not to be finished. Blood loss reported as: max 150cc blood loss.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the catheter was installed and after two weeks it appeared to leak due to a rupture in the catheter at the extension connection level. Since it had been blocked before, the physician put another cannon extension instead, which he used from another equipment. Later, a grater leakage appeared due to the extension disruption and the dialysis was not to be finished. Blood loss reported as: max 150cc blood loss.